Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the pt's head slipped and caused a bruise which was described as follows: an adult pt was repositioned for a posterior cervical fusion. The two prong end of the may field headrest would not stay in the locked position. No stereotactic devices were in use at the time. The bruise to the pt's nose occurred during positioning. A second attempt to reposition and tighten the mayfield and it slipped out of the locked position. A different mayfield skull clamp was used for the case. Adult disposable skull pins by integra (catalog # a1072 and lot # 1131685) and were not saved.